Event description:
It was reported that the patient presented during the follow-up in the clinic. Upon interrogation, the atrial lead exhibited loss of capture. On (B)(6) 2017, the lead was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.0 cm. Analysis was normal. No anomalies were found.